Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 3008829311-2017-00004,reference MFR report: 3008829311-2017-00005. It was reported the patient experiences ineffective therapy. Patient is to undergo a medication pump trial and if successful, the drg system is to be explanted.